Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic due to inappropriate therapy. Diagnostic imaging was performed which confirmed right ventricular lead dislodgement. The device was reprogrammed to resolve the event. Lead explant is anticipated. The patient was in stable condition.

Event description:
Additional information was received indicating the right ventricular lead was explanted and replaced.